Event description:
The account alleged, the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician found head brake caster out of adjustment and the foot brake caster is dirty. The technician replaced the head brake caster and cleaned the foot brake caster to resolve the issue.